Event description:
It was reported that the patient had telemetry issues. A physician mode reset (pmr) was successfully done and the power on reset (por) message was cleared. The clinician programmer indicated the device charged between 50-75%, but after clearing the por the programmer indicated the patient discharged and the battery charge was verified at zero. On (B)(6) 2012 one overdischarge was confirmed. It was reported that the patient was in the hospital for an extended period of time and was unable to charge the battery. The patient was unable to communicate with the programmer or charge the device. The patient's device would not hold a charge. Additional information received on (B)(6) 2012 reported that the patient's battery was holding a charge, but he was continuing to charge daily "just to be safe."

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-29, lot# n176748, implanted: (B)(6) 2009. Product type: accessory. (B)(4).